Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the device was received and evaluated at the service center. The reported complaint that the disposable saw could not be attached with the device was confirmed. It was found that the locking ring in the drill mounting mechanism does not close properly. Further, values of the keypad of the handcontrol set were out of range and the device was found to be leaky. User mishandling of the device is one possible root cause for the damage to the locking ring of the drill mounting mechanism of the device. However, given the information provided we cannot discern a definitive root cause for the defective keypad of the handcontrol set and the leakage of the device. A manufacturing record evaluation was performed for the finished device [serial number : (B)(6)], and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot : a manufacturing record evaluation was performed for the finished device [serial number : (B)(6)], and no non-conformances were identified

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by affiliate that the disposable saw of a fms tornado micro handpiece with buttons had to be attached with a lot of pressure, it did not seem to fit. No surgical delay or patient consequence reported. No further information available.